Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range impedance measurements and noise which appeared to be from minute ventilation (mv)/ respiratory signal oversensing. The noise was not being oversensed. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range impedance measurements and noise which appeared to be from minute ventilation (mv)/ respiratory signal oversensing. The noise was not being oversensed. Boston scientific technical services (ts) discussed troubleshooting options. The patient was brought into their clinic, and the impedance measurements had returned to normal. Pocket manipulation and patient isometrics were performed, which did not reproduce the high impedance measurements or noise. The patient would continue to be monitored. Additionally, it was reported that the recently implanted cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to oversensing noise. Pacing inhibition was also observed. Which was believed to be caused by a lead issue. Troubleshooting options were discussed and recommended. No additional adverse patient effects were reported.

Event description:
Additional information received reported that the rv impedance measurements were greater than 2000 ohms. The patient was brought in to their clinic, and the impedance measurements had returned to normal. Pocket manipulation and patient isometrics were performed, which did not reproduce the high impedance measurements or noise. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.